Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the handpiece lock of the device was engaged, the device was reporting an e2 error and the bearings were not turning freely. The device was used in surgery. There was no patient or user injury reported. It is unknown if delay or medical intervention was reported. There was no additional information provided.